Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This lead also exhibited oversensing that led to inappropriate shocks in different episodes, therapy was exhausted. The dislodgement was discovered via x-ray test. This lead remains in service. No additional adverse patient effects were reported.